Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc., (isi) received the following information from dealer portal: the return request issued for 8mm fenestrated bipolar forceps instrument (primary product material number: 471205-19) was cancelled due to having incorrect product details. Intuitive surgical, inc. (Isi) did receive the correct 8mm fenestrated bipolar forceps instrument (primary product material number: 471205-17 and batch number: k11240425/0384) on MFR report number 2955842-2025-24188 to perform failure analysis. The instrument was analyzed and found to have damaged grip cable at distal end. H10 was updated to include MFR report number: 2955842-2025-24188. Section d was updated to reflect correct primary product material number (471205-17) and product batch/lot number (k11240425/0384).

Event description:
Refer to h11 for follow-up information.